Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to a green image, there was an additional finding of the outer tube was scratched and therefore had sharp edges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, had an image problem. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a green image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. Please see updates to b3, b5 of the initial medwatch. The customer confirmed there was no harm caused to patient or the operator. The device was reprocessed as specified in the instructions for use (IFU) prior to being returned to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip unit assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Event description:
The event occured during an unspecified procedure.